Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using an unknown method on a stago analyzer. On (B)(6)2023 at 9:56 a.m., the meter result was 4.9 inr. The laboratory sample was collected within 15 minutes and the result was 3.6 inr. On (B)(6) 2023 at 9:14 a.m., the meter result was 4.9 inr. At 10:44 a.m, the meter result was 5.2 inr. At 10:44 a.m., the laboratory result was 3.4 inr. The same venous blood sample was used for the meter and laboratory tests collected at 10:44 a.m. On (B)(6) 2023, the meter result was 4.9 inr. The laboratory sample was collected at the same time and the result was 3.4 inr. The patient¿s therapeutic range is 2.6 - 3.5 inr. The patient's testing frequency is biweekly.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The reporter's strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."